Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a pancreas cyst drainage procedure performed on (B)(6) 2019. Reportedly, the cyst was about 6.5cm in diameter and contained less than 70% liquid. According to the complainant, during the procedure, the distal flange was slow to open after it was deployed. Reportedly, the visibility on the echo imaging was unclear due to the high percentage of necrotic material in the cyst. The physician waited three minutes before deploying the proximal flange in the stomach. Reportedly, both flanges were able to fully expand. On endoscopic imaging, cloudy liquid was seen flowing through the axios stent. Immediately after stent placement, the physician confirmed that the distal flange of the stent was inside the cyst. Following the procedure, x-ray imaging was performed, and the physician suspected that the distal flange may have moved out of the cyst and into the abdominal cavity. CT imaging was performed and confirmed that the distal flange was in the abdominal cavity. The procedure was completed, and the stent remained implanted. There were no patient complications reported as a result of this event, however it was reported that the surgical department was consulted and a procedure will probably be performed. The stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than equal to 6cm in size and walled-off necrosis greater than equal to 6cm in size with greater than equal to 70% fluid content that are adherent to the gastric or bowel wall.